Event description:
The 12 mm trocar was being used appropriately for a laparoscopic roux-en-y gastric bypass with lysis of adhesions. At some point it was discovered that the tip had been broken and a piece was missing. A piece of trocar was recovered from the patient using graspers. The deffective trocar was removed and a new one was inserted in the port site.what was the original intended procedure?1. Laparoscopic roux-en-y gastric bypass.2. Laparoscopic lysis of adhesions.3. Open incisional hernia repair.